Manufacturer narrative:
(B)(4). Only event year known: 2018. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
The clip couldn't be closed completely. There were no patient consequences.

Manufacturer narrative:
(B)(4). Device analysis: the analysis results found that the mcm30 device was returned with no damage in the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 15 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. The batch history record was reviewed and identified a non clearing misfire defect related to the reported incident were found. When this occurs, our quality system documents the necessary actions to ensure final product quality. The final quality release criteria were met before this batch was released for distribution. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.